Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the nurse checked on the patient and was going to give a medication when she found the feeding bag had disconnected from the gas bag. Both bags were changed and there was no harm to the patient.